Event description:
It was reported the clinician planned on converting the pt to aorto-uni-iliac (aui) during the aaa therapy procedure. No adverse effects from the procedure were noted and the clinician was pleased with the end results.